Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer's stylus pen would not stay calibrated. It was also indicated that the stylus insulation was damaged. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus pen will not stay calibrated even after replacing the stylus. The programmer was returned for repair. There was no patient involvement.